Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging that the patient's onetouch select meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2015 at 11:00pm. The reporter stated that the patient obtained a result of "174 mg/dl" using the subject meter compared to a result of "43 mg/dl" obtained from another device. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with self-adjusting insulin. The reporter confirmed that the patient did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The reporter claimed that the patient developed the symptoms of "sweating, dizzy and fainted" 15 minutes after the alleged product issue began. The reporter stated that the patient received hcp treatment of IV glucose in ER 25 minutes after the alleged product issue began. The reporter stated that the patient's blood glucose was tested using an ER device and the result obtained was "43 mg/dl". At the time of troubleshooting, the csr noted that the test strips had expired in january, 2014, the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptoms of "sweating and fainted" and he received hcp treatment for a severe low blood glucose excursion after the alleged product issue began. These symptoms and treatment do meet lifescan's criteria for a serious injury.